Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent an unknown surgery with va clavicle plate and the screw in question. In the surgery, after inserting the screw, it broke below the head when the screwdriver was removed. According to the supervising physician, this was likely because the surgeon was performing clavicle surgery for the first time and twisted the screwdriver while removing it. A portion of the thread remained in the bone, but it was removed by twisting it using the hospital's mathieu needle holder. The standard plate fixation procedure was then performed, and the surgery was completed successfully with no surgical delay. No further information is available.